Event description:
Rep reported transducer not getting reading. Pt expired due to events other than that of the device. Additionally, there is no info to indicate the device caused or contributed to the expiration of the pt.

Manufacturer narrative:
Upon completion of this investigation, it was noted that this complaint have been confirmed. The supplier performed this eval and during eval a review of the qual records was conducted and prior to distribution this device met all mfg and quality testing/inspection specifications. The catheter was also evaluated and the following observations noted: the pressure sensor was intact but not functional. Suture attached to drainage tube 15 cm from tip. Internal catheter wires were stretched and broken 28 cm from the tip. No testing was possible. Based on the above eval it appears that improper use has caused the difficulty reported by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.